Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician obtained access to right atrium (ra) with the was sheath and a versacross connect dilator and wire kit. The physician moved on to getting transeptal access after groin access. The wire was pulled back, and the was sheath/dilator was then pulled down on to the fossa. Visualization was difficult at this point. The transesophageal echocardiography (tee) imaging physician lost site of the apparatus multiple times during the transeptal access attempts. To try to see better the physician tried a few different times to slightly extend the rf wire tip out of the distal part of the sheath to visualize the apparatus better. Visualization and safe transeptal location were obtained two times, radiofrequency (rf) energy was applied through rf wire, but access to left atrium (la) did not occur. Eventually the physician was able to achieve a mid and anterior stick of the fossa and obtained la access on the third rf energy application using the veracross connect/baylis system. The tee imager did notice before this stick that there was some fluid starting to build in the pericardial space prior to that last, successful stick that gained access to the la. The was sheath was placed across and into the laa, the wire was removed, a pigtail catheter was inserted, contrast was injected for laa visualization and measurement. The wds package had just been opened when a significant drop in patient blood pressure occurred. The tee imager noted a new onset significant pericardial effusion on tee. The physician decided to abort the case, and withdrew everything from the la. The anesthesiologist was instructed to give protamine, the patient was prepped and began gathering items for subxiphoid pericardial access. The patient stabilized during this time hemodynamically, and access took some time to achieve. Access was slightly difficult and during this time the patient stabilized without the support of vasopressors. The tee imager began noticing that the effusion was getting smaller over time without a drain being in place. This continued to happen without drain placement occurring, so the physician decided to send the patient to the intensive care unit (ICU) for the night for close monitoring without a drain being placed.